Event description:
It was reported the surgeon used the aculoc 2 plate and inserted the locking screw. During the aculoc 2 surgery, the driver tip broke. The surgeon was unable to remove the broken piece of the driver tip, and it was left in the patient's body. Device information for the screw involved is unknown. This report is related to report number 3025141-2022-00338 for the screw involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned driver was examined under magnification. A torsional fracture pattern was identified at the tip of the driver. The overall length of the returned driver was measured to confirm the fracture point and approximate how much material was missing. The driver measured at approximately 2.68 inches indicating that approximately 0.07 inches of the driver tip had broken off and was not returned. According to the reported event, the tip remained in the patient because it couldn't be removed. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis. However, based on the information received, the root cause could not be determined.